Event description:
Md inserted a skater drainage catheter into a pt who was discharged to home. Md stated that the pt was very ill. Pt returned several days later and it was noted upon radiograph that the drainage catheter was kinked. The catheter was removed and another MFR's catheter was inserted. The pt expired several days later.

Manufacturer narrative:
The catheter was inserted in the gall bladder on the (B)(6) - no irregularities were noted during the procedure. On (B)(6), the pt returned as the catheter appeared to be blocked. The catheter was removed and replace with a competitor product. Some days after the new catheter was inserted the pt expired. The customer is not blaming our product as the pt was very ill - the diagnosis is not yet known. The skater biliary catheter was disposed after being removed from the pt, and it is therefore not possible to investigate the specific product. There were no defects or deviations noted during the batch record review.